Manufacturer narrative:
The device history record for the reported lot number, 30297186, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of (B)(6) 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of (B)(6)2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 26-feb-2025 via medwatch/ FDA user facility report mw report mw20694048 stating: "during an egd with placement of peg tube, there was an esophageal superficial tear visualized after pulling the peg tube over the guidewire. They had to place a clip to close the mucosal tear. The md reported to writer via email that this has also happened once with the same product. Writer investigated and found that the peg tube kits used in each instance were different lot numbers. This product has been used in our facility for over 2 years without any similar incidents. The product used in this instance was an avanos 20 fr mic* safety peg kit- pull method, catalog # 8180-20, lot # 30264943, exp date 2/28/2025. The md stated in his email to writer: "please see if these peg tube lot can be investigated or alternatively switched to a different brand. I have never had an issue with these in the past. My feeling is that the bumper or plastic catheter is too sharp or stiff."

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 19-sep-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced four different incidences, which were associated with separate units, involving four different events. This is the third of four reports. Refer to 3006646024-2024-00026 for the first event. Refer to 3006646024-2024-00027 for the second event. Refer to 3006646024-2024-00029 for the fourth event. It was reported during an esophagogastroduodenoscopy (egd) with placement of peg tube, there was an esophageal superficial tear visualized after pulling the peg tube over the guidewire. The physician had to place a clip to close the mucosal tear.